Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have experienced a high blood glucose of 600 mg/dl and no high blood glucose troubleshooting was performed. The customer stated that the buttons started to work after battery change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Insulin pump passed displacement test and self-test. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window and minor scratches on display window noted.